Event description:
It was reported the technique ramped to maximum and failed to display an image. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.